Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was not able to confirm or replicate the reported complaint. Upon visual inspection, there was no physical damage found and there was no damage found on the electrodes. The instrument was placed on an in-house system and it passed recognition and engagement test, cut test, energy delivery test and jaw gap test. Advanced engineering evaluation of the logs determined that the instrument registered a blade exposed failure shortly after it was installed. The instrument triggered an error after only two completed cuts and the user did not attempt to reinstall the instrument and instead, replaced the instrument with another vessel sealer. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument stopped sealing during a da vinci surgical procedure, if this malfunction were to recur, it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci bowel resection procedure, the endowrist one vessel sealer instrument stopped sealing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragment(s) falling into the patient. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.